Event description:
Following an acute myocardial infarction, a coronary stent with delivery system was successfully advanced to the target lesion site in pt's left anterior descending artery. Upon an attempt to inflate the balloon catheter, the balloon would not maintain pressure at 7 atmospheres. A pinhole leak noted in the balloon which resulted in an arterial perforation. The sds was withdrawn without complication and a second coronary stent was successfully deployed to treat the perforation. There were no add'l clinical sequelae reported relative to this event.